Event description:
It was reported that the subject device was not pulsing and no lights were illuminated. The issue occurred during a therapeutic percutaneous nephrolithotomy procedure. There was a delay, but the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.